Manufacturer narrative:
It was reported that an amplatzer septal occluder was malfunctioning; however, there was insufficient information provided. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 26mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During procedure, the product exhibited a malfunction during the deployment process.